Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed charge/sock during testing. Additional details have been requested regarding the use of the device.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device failed to deliver a charge/shock during testing. The event was during use and there was no reported patient nor user harm. Available details indicate that the device failed to deliver a charge/shock during testing. The device was evaluated remotely by troubleshooting the issue. The device did not fail the self-test during remote troubleshooting. The issue was monitored for the next two days, the issue did not reoccur. The event is unconfirmed. The device was not available for additional investigation and remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote service.